Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons of the insulin pump are hard to press. Customer's blood glucose level was not provided the time of the incident. The customer also reported a crack in the battery compartment and a scratch on the screen. The customer stated random no delivery alarms. No troubleshooting was provided. No product will return for analysis.